Event description:
It was reported that small piece of plastic was falling inside the solution when screwing the cap on during a surgery with three surgiphor bottles.

Manufacturer narrative:
It was reported that small piece of plastic was falling inside the solution when screwing the cap on during a surgery with three surgiphor bottles. No photos or samples were received for investigation; therefore, the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. This MDR represents surgiphor bottle (device #1). Additional mdrs were submitted to represent surgiphor bottles (device #2 and device #3). Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.